Manufacturer narrative:
Mayfield modified skull clamp (a1059) was returned for evaluation: failure analysis - the investigation of the returned device showed that the roll over to lock test failed to meet manufacturer's specifications. Unit lot number is 074 which suggests that the item is more than 15 years old - customer to consider replacing the unit. The estimated life expectancy for mayfield products is 7 years in consideration of all the variables that can influence the life and function of these devices. As advised by the customer this item is being returned unrepaired and is unsafe for clinical use. Root cause analysis - complaint confirmed via inspection of the unit. Evaluation found the lock failed to meet manufacturer's specifications. Probable root cause includes routine use and age related wear of the skull clamp. Additionally, improper or suboptimal positioning of the skull clamp can contribute to slippage of the patient. No corrective or preventative action is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward.

Event description:
A facility reported that during a spinal case, the mayfield modified skull clamp (a1059) did not engage properly and slippage occurred while the patient was in the prone position. The patient suffered a laceration to the head which was closed with staples to stop bleeding at the site. The patient's head was clamped for 20 seconds before the slippage occurred. No significant surgical delay was reported, and reporter is unsure of patient's current condition.